Event description:
Customer reported that the insulin pump alarmed motor error. Customer stated that he was changing the complete set and forgot to put the reservoir into the insulin pump. Customer stated that he performed prime process without the reservoir when the alarm occurred. Customer not use the sensor feature and is able to rewind the insulin pump. Blood glucose level is 53 mg/dl; customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error alarm test, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed the motor test. No motor error alarm noted. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.